Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes could not be found when interrogating the device. It could not be determined if the event was caused by the device or the programmer. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.